Event description:
Additional information has been requested, received and stated patient overall vision was not as good as before surgery. Could not see roads or traffic lights. The patient had mild corneal edema with increased guttata noted on 1 week post operative exam. There was no patient harm. The iol was exchanged for one diopter more power different model company lens. There is no reported defect or fault with the iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had no vision improvement, could hardly see the car in front of him. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as multifocal intolerance. Additional information has been requested.